Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset instructions and successfully started a new sensor session after resolving the issue with technical support's assistance.